Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and a healthcare professional (hcp). It was reported that the patient's trial started the day prior to the report. The patient reported that they had urinary frequency about every two hours. It was hard to keep track of their bowel movements because all they had was loose stool. Their symptoms were worse than they expected, which was, probably, because they had a colonoscopy the day prior to the evaluation. They weren't sure if it was the best time to start the evaluation and this had been happening for six weeks prior to the report, where they would have normal bowel movements then, all of a sudden, if they weren't near a bathroom, they wouldn't make it. It was noted they had an over-active bladder and they didn't know what normal was; the day prior they went from 2 p.m. To 4 p.m. Then 10:30 p.m. In between voids. They were amazed they weren't going as frequently, but was concerned that the volume output was less. They also slept until 5 a.m., which was amazing, but their underwear was damp. Normally, when they voided, they would void a little more after. They also complained about lower back pain and they were concerned if it was their kidneys or back. On (B)(6) 2017, it was reported that they were concerned about feeling the stimulation at such a low level on the right side. They also stated the stimulation felt like a small pinch and things were confusing for them. On (B)(6) 2017, the hcp reported that they found the patient had colitis, which caused loose stools during the test. They were going to begin treatment. The cause of the worsened symptoms, less volume, and loose stools was stated to be microscopic colitis. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the lessened volume output was unknown. There were no actions/interventions done to resolve the issue.